Event description:
According to the reporter, during laparoscopic lobectomy, the staple line was bleeding. There was a minor bleeding, a compression was done to ensure hemostasis. The stapling area was reinforced. Extended surgical time.